Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation results, it is likely that the events 'light emitting diode of the front panel remains lit' and 'error code e315 occurred' are due to the failure of the printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the front panel of the video system center led was continuously glowing and had an error e315 (incompatible scope) when connected to a scope. There were no reports of patient involvement.